Event description:
A pharmacist reported three patients presented with endophthalmitis following intraocular lens (iol) implant surgery. The pharmacist indicated there are multiple surgical products associated with this event. This report is for the first patient for the intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).